Event description:
Information received by medtronic indicated that insulin pump alarmed multiple pump error. The insulin pump had crack and the pump had turned off. The customer was able to clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display, pump error 63, pump error 4, and damaged battery compartment found on (B)(6)2022. Pump passed displacement test, active sleep current test, sleep current test, and self test. No pump error 63 or pump error 4 noted during test. Unit successfully downloaded to thus. The test p-cap/reservoir does lock properly. Confirmed in the pump history download the pump alarmed pump error 4 on (B)(6)2022 17:05:10.000 and pump error 63 variable 15 on (B)(6)2022 19:44:04.000 due to hardware error isolated to electronic assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the pcba 1. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, missing display window cover, cracked case (battery tube), cracked battery tube threads, and minor scratches on lcd window. In summary, customer allegation for pump error 63 and pump error 4 was confirmed due to hardware error isolated to electronic assembly. Blank display was not confirmed. Cosmetic damage was confirmed during visual inspection where cracked case (battery tube) and cracked battery tube threads was noted. Exposure to moisture was confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.